Event description:
On (B)(6) 2003, the patient underwent placement of greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the filter tilted. The ivc filter is also noted in place with the tip located 5 mm below the left renal vein and the tip of the filter appeared contacting the right lateral wall of ivc. No further patient complications were reported.